Manufacturer narrative:
Product analysis: during analysis, the external pulse generator (epg) initially had interrupted lines. During testing, the lower display then went black and remained dark. The epg was returned unrepaired at the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned for a functional check subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.